Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece. The reported event of high threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting high capture threshold. Fluoroscopy revealed that the lead had pulled back and there was little slack. The lead was explanted and replaced. The patient was recovering.